Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that during an unscheduled clinic or office visit on (B)(6) 2020, the patient's therapy was suspended. They indicated the relationship of the event to the device/therapy is possibly related. The event was resolved without sequelae. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had intermittent abdominal shocking pain. The device was turned off for a short duration, then turned back on the same day,after 8 hours. The issue resolved and had not occurred since. The cause was unknown at the time of the report.